Event description:
It was reported that the ventilator generated a technical error code indicating a power error. There was no patient harm reported. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator generated a technical error code indicating a power error. The ventilator was investigated on site by our field service engineer and pcb dc/dc and standard connectors was replaced but errors were still coming. Issue resolved at the second service visit by replacing the ac/dc converter and pcb monitoring board. However, no parts returned for investigation. Moreover, no device logs provided. Therefore, no root cause can be established. Pcb monitoring board handles all supervision and alarms in the system. It activates pressure reducing mechanisms, including activation of the safety valve, in case of excessive breathing system pressure. The ac/dc converter converts the connected ac power to the internal dc supply voltage +12 v_unreg.

Event description:
Manufacturer's ref. #: (B)(4).